Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a tumescent pump. The customer reports the ped-g has a short in the wire that connects the foot pedal to the tumescent pump. The pedal only works if you shake the wires. This was noticed prior to the procedure; there was no intermittent delivery.